Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 6339776; medical device expiration date: 2022-01-31; device manufacture date: 2016-12-04. Medical device lot #: 7023803; medical device expiration date: 2022-02-28; device manufacture date: 2017-01-23. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd precisionglide¿ needle there was an issue with leakage. There was no report of injury or medical intervention.

Event description:
It was reported with the use of the bd precisionglide¿ needle there was an issue with leakage. There was no report of injury or medical intervention.

Manufacturer narrative:
Investigation summary: no samples or photos were provided for evaluation. Batch# 6339776 -(needle bent) dom 1-31-2017 through 2-2-2017 assembly batch 6299703 was used in the manufacture of the final needle batch. The assembly batch had 34 visual inspections performed on 1,700 parts with 0 defects noted. Any challenges specifically related to the complaint condition? None, other than the hourly inspection are for damaged needles. Batch# 7023803 (needle pulled out of hub) dom 3-29-2017 through 3-31-2017 assembly batch 6363936 was used in the manufacture of the final needle batch. The assembly batch had 51 visual inspections performed on 2,550 parts with 0 defects noted, as well as 14 checks for cannula pull; checking 5 parts every 4 hours for a total of 70 parts checked during the production run with no defects found. Any challenges specifically related to the complaint condition? None, other than the hourly inspection are for damaged needles. No photos or samples were provided for evaluation, therefore failure mode is not verified and root cause could not be determined.